Manufacturer narrative:
It was reported that visual inspection of the leads did not reveal any overt signs of a fracture. Additionally, there was no indication that the header was damaged and the setscrews were secure. The physician suspected the leads may have been effected by subclavian crush. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting noise on the right ventricular (rv) and atrial channels which could be reproduced with arm movements. The noise was over sensed resulting in pacing inhibition on the rv channel. There was no asystole observed that was greater than two seconds. Additionally, atrial pacing impedance measurements were greater than 2000 ohms and rv pacing impedance measurements had increased from 400 ohms to 990 ohms. The physician was planning to perform a procedure to revise the leads. However, the procedure was delayed as the patient received a shock which converted his atrial fibrillation (af) and the patient subsequently had a stroke. The physician feels the stroke was the result of the conversion of the sinus rhythm. A revision procedure was subsequently performed and the rv lead was removed from service and replaced. The device was also electively replaced. The atrial lead remains in service as it is not used for pacing due to the chronic af. No additional adverse patient effects were reported.